Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose in (B)(6) 2018 with blood glucose of about 400 mg/dl at the time of the incident. The customer's blood glucose was stable but unknown at the time of the call. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported inaccurate dosing by the insulin pump. The customer believes the pump is over delivering. Troubleshooting was not completed as the customer declined. The customer had a low of 40 mg/dl on (B)(6) 2018 after treating a high of 348 mg/dl. The customer used glucose to treat the lows. The insulin pump will be returned for analysis.